Manufacturer narrative:
Method: device history review and visual inspection. Results: there were no manufacturing anomalies relevant to the reported product issue. Visual inspection indicated the returned blade was examined and confirmed to be fractured. The fracture is consistent with an overload type fracture. Conclusion: the root cause of the tip fracture is not determined and multi-factorial.

Event description:
It was reported that during the case, while using the tab breaker over the mantis redux blade. The distal tip of the mantis redux blade broke. The distal tip was not found. The tip was looked for on the floor and an xray was also done on the patient to confirm but tip was not visible on xray. In addition, surgeon also checked patient incision site to visually check if the broken tip fell in the patient. The broken tip was not felt or seen in the patient.

Event description:
It was reported that during the case, while using the tab breaker over the mantis redux blade. The distal tip of the mantis redux blade broke. The distal tip was not found. The tip was looked for on the floor and an xray was also done on the patient to confirm but tip was not visible on xray. In addition, surgeon also checked patient incision site to visually check if the broken tip fell in the patient. The broken tip was not felt or seen in the patient.